Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') and uterine perforation ('perforation into the myometrium on the right with the visible underneath the serosa pf uterus') in a (B)(6) year old female patient who had essure (batch no. 796906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included vulvovaginitis, nabothian cyst, uterine pain and abdominal distension. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain ("pain in abdomen"), diarrhoea ("diarrhea"), back pain ("lower back pain"), pelvic pain ("pelvic pain"), headache ("headache") and abdominal pain upper ("mid stomach pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, vaginal haemorrhage, menorrhagia, migraine, allergy to metals, dysmenorrhoea, fatigue, abdominal pain, diarrhoea, back pain and pelvic pain outcome was unknown and the nausea, dyspareunia and headache had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: 4 trailing coils. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs and mr received : previously reported event "injury to herself" updated to "abnormal bleeding (vaginal)", events- "abnormal bleeding (menorrhagia), migraines / headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), perforation (fallopian tube(s)), fatigue, pain in abdomen, diarrhea, lower back pain, pelvic pain, headache ,stomach pain, uterine perforation, she did not undergo an essure confirmation test", reporter, lot number, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') and uterine perforation ('perforation into the myometrium on the right with the visible underneath the serosa pf uterus') in a 46-year-old female patient who had essure (batch no. 796906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test." The patient's medical history included atrophic vulvovaginitis, nabothian cyst, uterine pain and abdominal distension. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain ("pain in abdomen"), diarrhoea ("diarrhea"), back pain ("lower back pain"), pelvic pain ("pelvic pain"), headache ("headache") and abdominal pain upper ("mid stomach pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, vaginal haemorrhage, menorrhagia, migraine, allergy to metals, dysmenorrhoea, fatigue, abdominal pain, diarrhoea, back pain, pelvic pain and abdominal pain upper outcome was unknown and the nausea, dyspareunia and headache had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: 4 trailing coils. Lot number: 796906 manufacturing date: 2010/11. Expiration date: 2013/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.